Manufacturer narrative:
(B)(4). The returned flexima biliary stent delivery system was analyzed, and the guide catheter was found broken, stretched, and accordioned. The guidewire was found stuck inside the guide catheter. Additionally, the push catheter was observed kinked at the middle and distal sections. No visual issues were observed in the catheter suture hole. The stent was not returned for analysis. The reported event of failure to deploy stent was confirmed. It is most likely that procedural or anatomical factors encountered during the procedure could have affected the device performance and integrity. Handling and manipulation of the device or interaction with any other device during its use can lead to kinks or bends in the push catheter. This condition can cause friction between the components at kinked/bent areas in the catheter. Continued attempts to release the stent or forced retraction of the guide catheter to release the stent can result in the guide catheter stretching and breaking. Therefore, it was determined that the investigation conclusion code for the encountered damages will be documented as adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific that a flexima biliary stent was used during a biliary stenting procedure performed on (B)(6) 2021. During the procedure, inside the patient, it was noticed that the stent could not be deployed. The procedure was successfully completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results; guide catheter detached/separated.